Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025 it was reported that the end user called the clinical diabetes specialist (cds) that on (B)(6) 2025, to report that they experienced hypoglycemia requiring hospitalization. During the discussion it was revealed that the user announced two meals while in a low or near-low blood glucose (bg) condition for an unknown reason. The user stated they have no memory of this and believe they may have been groggy and trying to silence the low alarm, but they are unsure. The user's bg dropped to 39 mg/dl and lost consciousness. The user's son called emergency medical services (ems) who transported the user to the hospital. While at the hospital the user was treated with intravenous (IV) dextrose and did not experience long-term health effects. The user was not admitted and was discharged on the same day, (B)(6) 2025.